Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2011, due to fracture of the humeral tray.

Manufacturer narrative:
Evaluation of the returned device found lateral side scratches; evidence suggests scratches are likely caused from contact with the fractured taper and stem prior to implant removal. Very few fracture surface artifacts remain. The fracture surface damage obfuscates nearly all of the fracture details that could suggest a failure origin and cause. (B)(4).